Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use the proglide device was found to have no suture. A second proglide device was to be used; however, the suture was knotted. A third proglide device was used to achieve hemostasis. There was no patient involvement. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition could not confirm the reported information that a suture from a proglide device was knotted prior to use. Inspection of the returned device indicated that the returned device was fully deployed with both cuffs successfully capturing the needles during needle deployment as intended. However, as the plunger was retracted to retrieve the suture, the posterior cuff and posterior needle tip were captured inside the knot. The suture knot became severely scratched and the anterior cuff became detached from its needle tip. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on the analysis of the returned device, the probable cause for the posterior cuff and its needle tip being captured within the knot could not be determined. A search of the lot history record revealed no non-conformances associated with this lot. A review of the complaint database for this did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.